Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that only color bar was visible due to a worn out video connector. There were no issues with the memory card. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the visera pro video system center did not transmit image when the instruments were inserted into the frontal connector. The issue was found during preparation for use and the site thought the issue could be related to connector malfunction or a video card defect. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, "the image is not displayed even when the scope is inserted into the front-side jacket" was judged to be a phenomenon due to the attrition of the video jacket. Olympus will continue to monitor field performance for this device.